Manufacturer narrative:
A2: date of birth provided. The device was returned for analysis. The reported kink/bend was confirmed. Additionally a break was noted at the proximal end of the guide and was held together by the actuator wire. The reported difficulty to advance into the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the device was unable to be advanced into the vessel. The device was noted to be kinked where the guide meets the guide tube. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.